Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl. The caller mentioned that the insulin pump alarmed motor error. Troubleshooting was performed. The drive support cap appears normal. Assisted the caller to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.